Event description:
On (B)(6) 2013, it was reported there was a revision surgery and an extraction screwdriver broke during surgery on (B)(6) 2013. The patient was originally treated with a vectra plate and fused at c5-6 for an unknown reason. The date of original surgery is unknown. On an unknown date, the patient presented with back and neck pain and radiculopathy and this is when the surgeon discovered that the patient developed an adjacent level disease at c6-7 and the plate needed to be explanted. The surgeon explanted a vectra plate and four self-drilling 4.0 screws. The vectra plate was explanted from c-5 disc space. As the surgeon was removing the screws from the vectra plate, the extraction screwdriver broke at the tip while removing the last screw (position of the screw unknown). The surgeon then fused the patient at c 6-7. The surgery was successfully completed. The plate and screws will not be returned. This is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.